Event description:
New blue gloves "good works" are dangerous to providers performing non-sterile procedures and exams. In the middle of a bloody procedure today, I noticed my thumb of the glove had a large tear in it with blood all over the glove. I had to stop the procedure, go wash my hands and then return putting on double gloves.